Event description:
Consumer stated that both the tilt and leg actuators were not working. The end user move the chair to the 4th drive mode, tilted back and could not get the chair to come down from tilt. The caregiver had to use a sling harness to remove the end user from the chair. Consumer stated that chair will drive ok in 1, 2 or 3 but get stuck in tilt in 4. No injury reported.